Manufacturer narrative:
(B)(4). It was reported that during rf ablation, it was attempted to pace via catheter connected to quad b and system demonstrated pacing in quad a. The catheter was connected to 20 pole a with correct pacing demonstrated for remainder of case. There were no adverse consequences to the patient. The carto system was replaced with another one. Suspicious backplane and ECG cards were sent to the manufacturer (htc) for further investigation. Htc found that the defective optic-switch of the ECG card caused the issue. The ECG card was sent to subcontractor for repair/upgrade. The complaint was confirmed. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release. An internal corrective action was opened to address this issue.

Event description:
It was reported that during rf ablation, attempting to pace through direct 'pining' into carto 3 piu via quad a for "hra" pacing, the system showed "v" pacing. During the attempt to pace quad b for "v" pacing, the system showed "a" pacing. Troubleshooting was performed trying to determine the source of the error and all appeared that it was coming from quad a and quad b on piu carto system. By changing quad b catheter to piu channel 20 pole a, the correct pacing was shown for the rest of the case. Service department has been notified and the customer is waiting for the installation of the new c3 system. The procedure was delayed for 30 min. The fact to perform a pacing incorrectly may cause an arrhythmia or incorrect results if this condition is not identified making this event reportable.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report will be submitted to the FDA once the analysis repair record is completed. (B)(4).